Event description:
It was reported that the patient experienced withdrawal in the past, as a result of a defective catheter. The drug delivered via pump was unknown. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, lot# j0058136r, implanted: 2001-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).